Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer of olympus thailand (oth) checked the subject device on-site and found that the reported phenomenon (reddish image) was not duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic herniorrhaphy using the subject device, it was found that the endoscopic image of the subject device was reddish, and then found that the abdominal wall of the patient ruptured, which caused an unspecified additional medical procedure. The user replaced the subject device to another similar device and completed the procedure with a longer time than planned. The nurse stated that while using of the subject device prior to the subject procedure on the same day, there was no abnormality on the subject device such as the reddish image. The user did not provide the patient's outcome. There was no report of further detailed information such a causal relationship between the subject device and the reported event.